Event description:
Report indicates difficulties extracting the delivery system from the deployed implant. Stents deployed bilaterally in graft limbs. Retroperitoneal cutdown and conduit used. Unable to advance contra wire.